Event description:
It was reported that the device was in patient use for subcutaneous infusion (drug type not reported- listed as "life-sustaining"). The reporter stated the patient noticed that her infusion site was wet and the device had not infused during the previous evening. No adverse effects to patient reported.